Event description:
The product was used during a hernia repair procdure. Reportedly, the needle detached. The surgeon applied another device to complete the procedure. The hospital has reported no patient injury occurred.